Event description:
The customer reported to olympus there has been an ongoing issue with the evis exera iii video system center not displaying an image when connected to 180 model series endoscopic retrograde cholangiopancreatography scopes (ercp). This event was observed prior to a procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation but has not been completed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is obtained.

Manufacturer narrative:
Attempts were performed to obtain additional information, but the customer refused to provide further information. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as cosmetic normal wear and tear was identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty patient board. Olympus will continue to monitor field performance for this device.